Event description:
Customer reported via phone call that holster was broken and reported of having low blood glucose when attempting to replace holster. Customer's blood glucose was 27 mg/dl. Customer reported that low blood glucose was caused by administering too much insulin. Customer states that insulin was given and in the middle of the night he noticed that blood glucose was still high so more insulin was administered. Customer declined troubleshooting as he states issue was not with insulin pump.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.